Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. Reportedly the pump shutdown due to not being charged. A correction bolus via the pump was given to address bg. Tandem provided pump reset information and battery best practice tips and advised caller to always confirm pump is charging when plugged in.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.